Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked in multiple places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that battery compartment had multiple cracks. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.